Event description:
In a customer experience survey a patient reported that peritoneal dialysis (pd) therapy was not cleaning their blood enough and they were hospitalized. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
It is unknown if the patient was utilizing fresenius products at the time of peritoneal dialysis. There is no allegation of any product deficiency or malfunction reported for this event. The patient did not specify the cause of the issue; however, ineffective pd can be a result of inadequate prescription or peritoneal membrane transport characteristics (slow vs. Rapid) for example. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A product history review was not completed during the investigation as the serial number was not provided.

Event description:
In a customer experience survey a patient reported that peritoneal dialysis (pd) therapy was not cleaning their blood enough and they were hospitalized. Additional information was requested, however to date has not been provided.